Event description:
The pt was complaining of pain and during a follow-up appointment the surgeon noticed the pt's knee was swollen. The surgeon decided to irrigate and debride the knee, wash the area thoroughly, and revise the poly. The surgeon sent samples to pathology to test for any infection which could have been present. Ref MFR report#: 3005180920-2015-00022.

Event description:
On july 17, 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On july 20, 2015, the report was sent to the initial reported and the case was closed. Ref MFR #3005180920-2015-00022.